Event description:
It was reported that the right atrial (ra) lead exhibited noise, as well as, high impedance in bipolar and unipolar. The lead was capped, but later was partially explanted and replaced. A fracture was suspected in the part of the lead that was cut off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.